Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the meter bg reading was 346 mg/dl. Customer went to emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of insulin and saline and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Reportedly, the customer reverted to an alternate method of insulin therapy.